Event description:
Patient arrived on unit from peds hem/onc clinic with mediport accessed with miniloc 22g 3/4 inch needle. Pt. Called to rn that tubing was leaking. Rn responded and found female end of tubing had separated from device and blood was dripping from end. Needle removed and mediport reaccessed with another manufacturer's needle. Miniloc needle examined by clinical engineering. Appears tubing came unglued from luer lock end. There are on-going issues with miniloc needles. Bard has verbally said they changed the manufacturing gluing process in april 2008, and sent us all new needles to replace old stock. Replacement began in inventory control on 5-8-08.